Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest and was unresponsive. A pacing problem of possible loss of capture was suspected; however, a review of the product performance information was not able to confirm if there was any loss of capture that contributed to the event. A day after the event, a device interrogation indicated that the capture threshold was within normal limits. It was noted that there was a warning in the observations about the device being unable to maintain a capture management safety margin on the day of the interrogation. The device remains in use. No further patient complications have been reported as a result of this event.